Manufacturer narrative:
No investigation of the ventilator was requested. The user facility performs investigation by themselves. Information about the current status of the ventilator has not been provided. Provided ventilator logs were reviewed. Ventilation mode was set to simv (prvc)+ pressure support. On the reported event date and time, alarms for inspiratory flow overrange, vt inspiratory overrange and check tubing were generated as well as alarms for respiratory rate low. The alarm generation indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported loss of tidal volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was no tidal volume delivered and no end tidal co2 value measured. The patient desaturated and was bradycardic. The patient was removed from the ventilator and manually ventilated and stabilized quickly. The entire event is reported to have lasted less than one minute. Final patient outcome was no harm. Manufacturer's ref #: (B)(4) .